Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary device testing revealed the device was at eri. Further testing revealed the no output condition was the result of lifted hybrid bond wires.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. It was initially reported that the device did not function within specifications. Additional device evaluation determined the device was functioning within specifications.

Event description:
The device was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with clinic reported pacemaker was working normally before patient's death and there were never any device warnings indicating any device problems. Reported patient had a massive stroke that led to her death.

Event description:
The device was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. Additional device evaluation determined the device was functioning within specifications. There is no allegation from a health care professional that the death was device related. Follow up with clinic reported pacemaker was working normally before patient's death and there were never any device warnings indicating any device problems. Reported patient had a massive stroke that led to her death.